Manufacturer narrative:
(B)(4). The sample was returned for evaluation and sent to the manufacturing site for investigation. The manufacturer reports that "during the investigation, it was observed that blade welding joints were broken although metal was diffused properly at welded joints. Since blades found dismantled during intubation then we could state that it is manufacturing issue." Based on the investigation performed, the reported complaint was confirmed. The blade was broken into two parts from the welded joints. A non-conformance was opened to address this issue.

Event description:
It was reported that: "during the intubation, with no special force used, the blade broke at the level of the clear part (junction handle - blade)". No patient injury or clinical consequence reported. Another device was used.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the intubation, with no special force used, the blade broke at the level of the clear part (junction handle - blade)". No patient injury or clinical consequence reported. Another device was used.